Event description:
It was reported that the device exhibited post-paced t-wave over-sensing (pptwos). Programming changes made to sensibility settings to prevent future over-sensing issues. There were no adverse health consequences to the patient.